Manufacturer narrative:
Sending this correction report to update the ar-device code from detachment of device or device component to break.

Event description:
It was reported that tip fracture occurred resulting to patient complications. The target lesion was located in the mid anterior tibial artery. A 2.0mm x 60mm x 150cm, coyote balloon catheter was used for dilation. During the procedure, the tip of the angioplasty balloon fractured and became embedded in the arterial wall. A minor wire perforation was noted, accompanied by contrast extravasation, which resolved by the conclusion of the procedure. The device was simply removed from the patient in one piece, and the procedure was completed with a different device. No patient complications were reported. It was further reported that the guidewire perforated the vessel.

Event description:
It was reported that tip fracture occurred resulting to patient complications. The target lesion was located in the mid anterior tibial artery. A 2.0mm x 60mm x 150cm, coyote balloon catheter was used for dilation. During the procedure, the tip of the angioplasty balloon fractured and became embedded in the arterial wall. A minor wire perforation was noted, accompanied by contrast extravasation, which resolved by the conclusion of the procedure. The device was simply removed from the patient in one piece, and the procedure was completed with a different device. No patient complications were reported.